Event description:
Additional information was provided that the noise could not be reproduced in the clinic. The device sensitivity was reprogrammed and it was noted that defibrillation threshold (dft) testing would be completed in the future.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this lead was not in service during the originally reported allegations of noise, oversensing and pacing inhibition. The issues were against a non boston scientific lead. A revision procedure was performed, during which, the rate/sense portion of this lead is now connected to the patient's new device.

Manufacturer narrative:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) and shock channels. The noise was oversensed and resulted in greater than 2 seconds of pacing inhibition. It was noted that the patient was not symptomatic with these episodes. Technical services (ts) reviewed the episodes and noted the noise on the rv and shock channels could be from electro magnetic interference (emi). All other lead measurements were noted to be good. The patient was to be brought in to their clinic for lead testing in the near future. Ts discussed troubleshooting options. No adverse patient effects were reported.